Event description:
About 90 mins after using a 100 unit heparin flush I suddenly started to shake violently, get burning hot, and chills, nausea and my blood pressure was about 90/38 for an extended time. I had to call 911 and was taken to hospital. Blood tests and urinalysis were done, but no explanation for the event was determined. I also take cubicin for discitis, but the last dose had been almost 20 hrs earlier. Dose or amount: 2 doses 3ml, frequency: 2 times a day, route: IV. Dates of use: 2008. Diagnosis or reason for use: flushing IV tube. Event reappeared after reintroduction? No.